Event description:
It was reported that right atrial lead had a high impedance and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935-65 lead, implanted: 2012-(B)(6). (B)(4).